Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 382533. Batch no: unknown. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needles are through the catheter when taken out of the package. Four catheters have been found with this issue. The following information was provided by the initial reporter: I was advised by floor staff that they have recently found several IV catheters unusable. They are finding the needle is punctured through the side of the IV catheter when opening the package. One rn stated she has thrown at least 4 away in the last week she found like this.

Event description:
Material no: 382533, batch no: unknown. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needles are through the catheter when taken out of the package. Four catheters have been found with this issue. The following information was provided by the initial reporter: I was advised by floor staff that they have recently found several IV catheters unusable. They are finding the needle is punctured through the side of the IV catheter when opening the package. One rn stated she has thrown at least 4 away in the last week she found like this.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.